Event description:
During inspiratory valve checks the 20ml/s and 500ml/s flow tests are out of range by check them using tsi flow meter, the 20ml/s gave us around 1.36 l/min and 500ml/s gave us around 16, after trying change these values by trimming potentiometer, the values do not change to the accepted values and then, it gave us tf 5509 and tf 9907.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective servo module (inspiratory valve). In consequence (correction) msp hamilton-g5 inspiration valve with part number 10082605 was replaced. There was no patient or user harm.